Manufacturer narrative:
The documentation investigation did not identify any known nonconformities. The device was not returned; therefore, an analysis of the returned device could not be performed. A final root cause could not determined. Based on risk analysis and investigation results, no further action is required. No patient harm identified, and centerpoint is reporting out of caution to ensure compliance to relevant requirements.

Event description:
On (B)(6) 2026 at (B)(6) hospital in india, dr. (B)(6) attempted lbbap with cps locator 3d delivery catheter, medium-size sheath. The clinician noted that the patient septum was very thin, and during an attempt to penetrate the left bundle, the clinician observed a drop of impedance and an unstable lead, doubting a small perforation. The clinician abandoned the lbbap attempt and proceeded with conventional pacing. The patient did not have any complications and no device malfunction was noted.